Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 405-483 mg/dl and ketones between 1.8-4.0 mmol/l resulting in a hospitalization. The customer delivered a correction bolus which temporarily decreased her bg to 311 mg/dl prior to the hospitalization. By the time the customer arrived at the hospital, the customer was unresponsive and was treated with a bolus via an insulin infusion and a drip for dehydration. The suspected cause of the elevated bgs/ketones was due to the pump settings requiring adjustments. Customer was released from the hospital on (B)(6) 2021. The customer adjusted the pump settings and continued to use the pump for insulin therapy.